Manufacturer narrative:
This event occured with a similar device in a foreign market. On 08th march additional information was received that indicated the patient used prescription medication to address the issue and as such a 30-day report is being submitted. A supplemental report will be submitted once investigation occurs.

Event description:
The customer reported with severe allergic reaction and skin infection on their face after using the mask. Gp advised to stop using the mask and prescribed various medications for skin irritation.